Event description:
It was reported that during a routine device revision, the device was programmed to voo, with bipolar output at 7.5 v due to chronically high rv thresholds. The doctor used cautery near the pocket during the procedured and when he took the device out of the pocket, pacing abruptly stopped. The device was successfully explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.